Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3550-39, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that there were high impedances on electrodes. The implantable neurostimulator (ins) and two leads were explanted, replaced and returned. The serial numbers for the returned leads were (B)(4). This was not considered normal battery depletion. There was no patient death or injury. The patient status after the device was removed was recovered without sequela. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly. Analysis of the lead with serial number (B)(4) found that the stimulation lead body conductor was broken at the titan anchor site. The titan anchor was located 48 centimeters from the distal end and the #2 and #5 circuits were broken 39.8 centimeters from the distal end. The breaks occurred 8.2 cm from the anchor site but it was unclear if the anchor had any impact on the performance of this lead. Circuit #2 and #5 were open. Analysis of the lead with serial number (B)(4) found that the stimulation lead distal end insulation was broken under electrode. It was broken at the distal side of the #2 electrode. Circuit #0 and #1 was segmented, #2, #3, #4 and #7 were open. (B)(4)

Event description:
It was reported that in (B)(6) 2014 (estimated date) the patient¿s ¿upper lead stopped functioning¿ and there was no stimulation sensation. The manufacturer representative was notified in (B)(6) 2014 and attempted turning stimulation in the lead up the ¿maximum¿ level at that time. The patient still did not feel stimulation. However, the patient stated the stimulation was not returned to a ¿normal¿ level. As a result, when the patient had a body or position change the patient felt stimulation at that ¿maximum¿ level and was in ¿extreme pain.¿ movement had caused the stimulation to change and had done so since implant. The patient felt stimulation more strongly when lying down. There was a shocking or jolting and overstimulation sensation. The manufacturer representative stated they could not finish the update to the implantable neurostimulator (ins) because as soon as they observed the high impedances the doctor called outside the office to discuss the case. When the manufacturer representative went back to the office, the patient left. The manufacturer representative called several times but the patient never returned the calls. The manufacturer representative was aware that the lead ¿stopped functioning.¿ the patient requested information on a ¿new¿ implantable neurostimulator (ins) that would make the stimulation feel the same if in other positions. The patient was talking about something that would stay at one setting (example 5.0v) and make it so 5.0v felt the same in each position. At one point, the patient asked if other company¿s leads could be used with the manufacturer¿s ins. The patient had discussed with the healthcare professional (hcp) and reviewed surgery was needed to replace the lead that was ¿not functioning.¿ the patient reviewed that she was sick and her health was not at a level where the patient could have surgery until recently. Now, the patient could have the surgery but did not have the money to pay for it. The patient requested the manufacturer pay for the lead as it was the manufacturer¿s equipment that ¿was not working.¿ the patient mentioned she had a stimulator with a cervical lead for pain. There were no falls or accidents reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.